Event description:
PICC line being inserted into pt's neck - during insertion sheath at end of catheter brokeoff and was removed through common femoral vein (pt. Sustained an additional groin puncture).